Event description:
Describe event: it was reported by the customer that they are experiencing false positives with kit bd max enteric viral panel. False positive was repeated and positive for all 5 targets, lab contamination issue is suspected. There is no report of patient impact. The following information was provided by the customer: "transferred to supervisor and she noted from the results that this is related to evp kit lot 2011738, the positive and negative provided expected results but the two patients provide positives for all tests involved (adeno,astro, rota, sapro noro) tests repeated and one patient was negative for the 5 tests involved and the other was 5 out of 5 positive."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a failure of false positives was reported on a max instrument (p/n 441916, s/n (B)(6)). The customer reported false positives. A bd field service representative remotely accessed the log files for review. A subject matter expert reviewed the files and performed a sql analysis on the last 1000 samples. The fse shared from their findings that there was potentially some cross contamination of 1 sample and some stability/control prep issues for the other 2 samples. The fse advised the customer to perform environmental monitoring to reduce future contamination risks. It is likely attributed to normalizer drift. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for ct1433 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for ct1433 was reviewed and revealed no previous complaints related to false positives the root cause was attributed to normalizer drift, sample preparation, and potential contamination.

Event description:
It was reported by the customer that they are experiencing false positives with bd max¿ system, bd max¿ instrument. False positive was repeated and positive for all 5 targets, lab contamination issue is suspected. There is no report of patient impact. The following information was provided by the customer: "transferred to supervisor and she noted from the results that this is related to evp kit lot 2011738, the positive and negative provided expected results but the two patients provide positives for all tests involved (adeno,astro, rota, sapro noro) tests repeated and one patient was negative for the 5 tests involved and the other was 5 out of 5 positive."

Manufacturer narrative:
G.3. PMA/510 k #: k111860 k13047. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they are experiencing false positives with bd max¿ system, bd max¿ instrument. False positive was repeated and positive for all 5 targets, lab contamination issue is suspected. There is no report of patient impact. The following information was provided by the customer: "transferred to supervisor and she noted from the results that this is related to evp kit lot 2011738, the positive and negative provided expected results but the two patients provide positives for all tests involved (adeno,astro, rota, sapro noro) tests repeated and one patient was negative for the 5 tests involved and the other was 5 out of 5 positive."